Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6), 2006 and subsequently expired on (B)(6), 2006 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02329, 1225714-2014-02330, 1225714-2014-02331 and 1225714-2014-02332.